Manufacturer narrative:
Analysis found the handpiece overheated. Pre repair temperature test in minute collet 120.1°f and motor 87.3°f. Bearings of the collet was found corroded. Replaced bearings. The device has been successfully repaired, cleaned, tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece was returned for evaluation request pre-operatively. There was no patient involvement. Additional information from service and repair that the device overheats.